Manufacturer narrative:
On 03-apr-2024, the mentor failure analysis lab received the device for evaluation. On 12-apr-2024, mentor received additional information about the event: during explantation surgery, it was observed that both removed breast prostheses were intact. Neither breast prosthesis deflated as was initially reported. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). It was reported that right breast prosthesis deflation was diagnosed because the surgeon believed that the patient¿s breast asymmetry was caused by a deflation of the device and the implant was not palpable. Correction: after clinical/secondary review of this file performed on 16-apr-2024, it was decided to add h6 health effect - clinical code e2402 for generalized illness to more accurately capture the reported event. It was previously reported that the patient developed several unexplained systemic symptoms, including migraines, anxiety, and gerd. Mentor inadvertently did not report this information. On 25-apr-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced asymmetry, and symptoms of generalized illness. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4). H6 health effect - clinical code e2402 was added for generalized illness symptoms.

Manufacturer narrative:
On 28-feb-2024, mentor received additional information about the event. The patient is scheduled to have her explanted breast prostheses replaced with mentor memorygel boost breast implant 325cc gel breast prostheses on (B)(6) 2024. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with a mentor smooth round moderate profile 525cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was reported. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified breast prostheses on an unknown date.

Manufacturer narrative:
On 20-feb-2024, mentor received additional information about the event: the patient¿s right breast prosthesis deflated post implantation. This right breast prosthesis deflation was diagnosed by a healthcare professional. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-02281 for the report for the patient¿s right breast prosthesis. A scheduled explantation date (B)(6) 2024 was reported. D6b explantation month, day, and year: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).